Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed that the right atrial lead exhibited over-sensed noise that resulted in episodes of inappropriate automatic mode switch. Programming interventions were made. The patient was stable.